Event description:
It was reported patient underwent a revision procedure three weeks post implantation due to knee subluxing backwards. No more information is available.

Manufacturer narrative:
(B)(4) d10 - medical product: persona articular surface fixed bearing cruciate retaining (cr) catalog # 42512000410 lot # 66731556. All-poly patella cemented 32 mm diameter catalog # 42540200032 lot # 66662335 headless trocar drill pin 3.2 mm diameter 75 mm length catalog # 00590102000 lot # 66481874 tibia cemented 5 degree stemmed left size d catalog # 42532006701 lot # 66582038 2.5 mm female hex screw 25 mm length catalog # 42509902525 lot # 66592871 patella reamer blade with pilot hole 35 mm diameter single use only catalog # 00597909535 lot # 65815393. Patella reamer blade with pilot hole 35 mm diameter single use only catalog # 00597909535 lot # 66506873. G2: australia. H6: mechanical (g04) - femur. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.